Manufacturer narrative:
The device was returned to an approved service provider for evaluation. The customer's report was observed during initial testing. The device was put through extensive testing including without duplicating the report. An internal inspection of the device found no discrepancies. The replacement parts were sent to the customer as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.